Event description:
Qa nurse from corporate office reporting an internal "blood leak" at this facility. Blood loss reported as 250cc, as system discarded (bloodlines and dialyzer). Dialyzer had been previously used and reprocessed once. For the pt involved, quality systems was not made aware of related adverse effects or med intervention. Several attempts were made to obtain complaint detail. Renalin reprocessing is done in-center with renatrons. Complaint dialyzer was discarded. Has 1 companion sample.